Event description:
The customer reported that during placement of vented electric left ventricular assis devcie (lavd) the pump appeared to "suck air" at the point in wich the the outflow valve conduit meets up with the pump. The hosp reported that there were "air bubbles" at this connection. All screw rings were hand tightened. The customer used coseal for the outflow graft, inflow valve and outflow valve pre-clotting and that they felt these areas were intact and not the source for the air. The outflow graft did not bleed but they noticed bleeding from under the bend relief for which they used additional coseal. The hosp de-aired per protocol with the nahd pump under guided tee, with the vent needle in place and the pt in trendelenberg. The vad was filed with saline, the left heart was full and the outflow was allowed to back bleed from the aorta. Customer did not recall if the outflow graft to the aorta was consistenctly clamped when the vent needle was in place and when thought the vad "sucked air" the pt experienced seizures over night and a CT of his head showed a large embolic cva. The team withdrew life support a few days later and the pump was explanted and sent to the manufacturer for analysis.